Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case is related to case with patient identifier (B)(6) - accu- chek ultraflex. No product available to be returned.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. No product was returned.

Event description:
On (B)(6) 2014, it was reported that the self-adhesive on the accu-chek tender infusion set was causing redness and irritation to the patient's skin. The patient visited his dermatologist and was given a prescription for a steroid cream. The patient stated that he has an allergy to something in the adhesive. The infusion set was discarded by the patient; therefore, no product can be returned for evaluation.